Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 370 mg/dl. In addition the patient reports the pods adhesive was difficult to remove and the pod was leaking during wear. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the adhesive pad was not returned with the device. The adhesive welds were inspected, and no abnormalities were observed. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. Investigation found a hole in the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from the hole in the exposed portion of the soft cannula. The timing and cause of the observed soft cannula damage could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s911usqs4cxg8. Smartphone hardware: sm-s911u. Cgm sensor type: g6.